Event description:
Patient heard squeaking noise postop t10-l3 for adolescent idiopathic scoliosis correction. Follow up exam x-rays showed the left side, l3 pangea monoaxial screw was beginning to slip out of the rod and locking cap and lose correction. The rod did not pull out completely. Also noted on follow up exam x-ray was pseudoarthrosis/non-fusion at l2-l3. The surgeon removed the rods and completed an osteotomy at l2-l3 to encourage bone formation. Surgeon replaced entire construct from t10-l3. Existing rods were used, and ten pangea screws were removed and replaced with uss screws. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Surgeon used subject rods to revise patient. Product not available for return. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.